Event description:
Abbott point of care was notified that a customer had reported a potassium result of >9mmol/l from an I-stat 6+ cartridge. When the sample was sent to the laboratory for repeat testing, the potassium result was 3.4 mmol/l. No additional info on the pt is available.